Manufacturer narrative:
The results of the investigation concluded that no anomalies were noted during functional testing; however, hair was noted on the adhesive of the grounding pad. The rf disposable grounding pad instructions for use (IFU) states ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location.¿ the device met specifications prior to release from the manufacturing facility as supported by the device history record. The cause of the reported burn is consistent with improper placement of the grounding pad.

Event description:
During a unilateral lumbar ablation procedure, a patient burn occurred. The grounding pad was placed on the upper thigh with no skin preparation performed prior to pad placement as no visible hair was noted and the skin was clean and dry. During ablation, the patient noted pressure and pain and the grounding pad was not keeping proper skin contact and was reapplied to continue with the lesion. A burn was noted with blistering. An ointment and ice was applied, the burn was bandaged with gauze and the patient is being followed. There were no performance issues with any sjm device during the procedure.